Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the generator's interconnect flex had intermittent operation. The generator was to be scrapped. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. Visual inspection revealed no anomalies. Bench analysis found that all low battery electrical tests were within specifications. Conclusion: could not confirm the intermittent failure seen during repair of the device.